Event description:
It was reported that this right ventricular (rv) lead exhibited a dislodgement, causing the patient to visit the emergency room as he was experiencing an escape beat at 40s. The lead was successfully repositioned. No additional adverse patient effects were reported.